Manufacturer narrative:
The returned device was evaluated. The device was able to power on using battery or ac power. The unit was operated and able to obtain readings and alarm alerts such as audio and visual status indicators were functioning. One led segment does not illuminate. Illumination is intermittent. Identified contaminant on multiple locations on the customer ui board, likely caused by fluid ingress. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that one digit on the rad-87's display is broken. No known impact or consequence to patient was reported.